Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 ¿ the end-user, who had recently started using the ilet, reported elevated bg up to 300 mg/dl. Support explained that the device was still in the learning phase and this can occur as it adjusts to insulin needs. The infusion site was reported to be functioning properly. The user administered insulin outside of the ilet to correct the bg. On follow-up later the same day, the user¿s bg was 88 mg/dl and stable. No symptoms, external assistance, or medical intervention occurred.